Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the blade was broken off outside the patient's body when the blade was being cleaned. Another device was used to complete the procedure. There were no adverse consequences for the patient.